Manufacturer narrative:
(B)(4). It was reported that they were having several issues during an idiopathic ventricular tachycardia (idvt) procedure. First, when moving from the endocardium from the epicardium portion of the case, the map showed healthy tissue where it used to show a scar. The voltage bar was adjusted several times and it did not show a scar region. It showed it as healthy tissue. Second, after mapping on c3 v.3.1, with the pentaray navigational catheter in the epicardium, they switched to the mapping catheter for more precise mapping and ablation. After 3800 points had been acquired, the mapping catheter no longer gave ablation points or any points. There was also a discrepancy in the amount of points on the map and the point list. Third, sometimes on the pentaray electrogram there was signal on p 3-4, or p 7-8 and the check mark was not there. The signal could not be saved for tagging. Fourth, another issue noticed was when attempting to take away the pentaray electrograms from the annotation viewer window, they would not disappear. The ¿hide¿ selection was not there when selecting them individually. The ¿hide¿ option came back much later in the case. Also, when selecting an electrogram in the annotation view window to gain up, the electrogram in the selected point window would gain up not the one in the annotation view window. The bwi field service engineer spoke to the bwi field representative and was only requesting these issues to be documented for the new software. No service was requested. System was ready for use. The bwi field service engineer followed up with the bwi field representative and she has not experienced this issue again. The customer does not require any further service at this time. System is operational and ready for use. Additional investigation can not be performed as per the haifa technology center (htc) customer support expert, the data related to the issue was never received by htc. Since the customer just wanted these issues to be documented and based on the limited information provided, the repair will be closed as not duplicated. In addition, the history of customer complaints associated with this specific system was reviewed and it was found that the issue was not reported again. A device history record (DHR) review was performed. No anomalies were noted in manufacturing or service.

Event description:
It was reported that they were having several issues during an idiopathic ventricular tachycardia (idvt) procedure. First, when moving from the endocardium from the epicardium portion of the case, the map showed healthy tissue where it used to show a scar. The voltage bar was adjusted several times and it did not show a scar region. It showed it as healthy tissue. The failure of not showing the scar and instead showing healthy tissue is indicative of a reportable event. Second, after mapping on c3 v.3.1, with the pentaray navigational catheter in the epicardium, they switched to the mapping catheter for more precise mapping and ablation. After 3800 points had been acquired, the mapping catheter no longer gave ablation points or any points. There was also a discrepancy in the amount of points on the map and the point list. Third, sometimes on the pentaray electrogram there was signal on p 3-4, or p 7-8 and the check mark was not there. The signal could not be saved for tagging. Fourth, another issue noticed was when attempting to take away the pentaray electrograms from the annotation viewer window, they would not disappear. The "hide" selection was not there when selecting them individually. The "hide" option came back much later in the case. Also, when selecting an electrogram in the annotation view window to gain up, the electrogram in the selected point window would gain up not the one in the annotation view window. These other issues that were encountered are highly detectable and not indicative of reportable issues.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Manufacturer's ref. No: (B)(4).